Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump generated repeated alert 38 motor stall events that persisted after multiple restarts and adequate charging, and the user¿s ilet report showed time in range of 14.2 percent with very high glucose 65.2 percent, leading to a device replacement and education on backup therapy until the replacement was received. Symptoms included hyperglycemia. Outcomes included temporary interruption of insulin delivery and the need for device replacement, with no hospitalization. Investigation included review of device alerts and history, guided troubleshooting with restarts and charging verification, and assessment of clinical data. Investigation of this device revealed a consecutive motor stall consistent with a pump motor malfunction within the delivery system. It was concluded that the cause was a device component failure of the pump motor resulting in stalled insulin delivery.